Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and out of range shock impedance measurements, measuring less than 200 ohms. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.